Event description:
It was reported that the pt needed coronary intervention. While in the cath lab, the md inserted the sheath via the left femoral artery. The intra-aortic balloon (iab) was prepped per instruction "to attach one way valve and vacuum the balloon inside of the kit and maintain the one way valve during preparation." The iab "became unwrapped while it was about to be inserted into the entrance of the sheath." The md "attempted to rewrap the iab" however, the iab could not be inserted into the sheath. The iab was not used and the md requested another iab which was inserted through the sheath without incident.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.